Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital after receiving a vibratory alert due to low high voltage lead impedance (hvli). Technical support reviewed the provided printouts and the hvli trend was low and out of range. No intervention was performed at this time, patient was stable and will be monitored.